Manufacturer narrative:
As a result of foreign confidentiality requirements, no pt info was available.

Event description:
During an arthroscopic procedure, the physician was reportedly utilizing a ambient super turbovac 90 ifs. Intra-operative the wand allegedly "self-activated." Attempts to follow up with the healthcare professional regarding this event were unsuccessful. No pt complications were reported as a result of this event.